Event description:
It was reported that 3 of the bd q-syte¿ needle-free connector w small bore extension set were damaged causing leakage. The following information was provided by the initial reporter, translated from chinese to english: leakage occurred at the top spiral port when neurosurgery reported infusion.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. From the photo it was observed that the septum and the top body of the q-syte was damaged and the top body was pushed in the device. Per the customer verbatim, the device leaked upon usage therefore indicating the top body was in a correct position and allowed a female connector to be used. Upon careful inspection of the rim of the unit, the edges are rugged, indicating that adhesive was present during manufacturing. This type of defect may occur during manufacturing because of low bond strength (or insufficient adhesive) cause the septum and top body to separate and be pushed in during use. However, it is possible the defect occurred in the user environment due to excessive forces. As the physical device was not provided, the root cause of this defect cannot be determined with certainty. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. H3 other text : see h10.

Event description:
It was reported that 3 of the bd q-syte¿ needle-free connector w small bore extension set were damaged causing leakage. The following information was provided by the initial reporter, translated from chinese to english: leakage occurred at the top spiral port when neurosurgery reported infusion.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.